Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer they did able to use the select button of insulin pump and the up arrow and then suddenly the insulin pump starts again by itself and shows insulin pump error alarm but they could not click away the error. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test and displacement test, displacement test, sleep current, active current. All buttons functioning properly. No insulin pump error or damage to the keypad assembly. However, moisture damage found on the j1/printed circuit board 1 connector during visual inspection.